Event description:
A male pt underwent aaa repair in 2008. The main body graft and two iliac leg grafts were placed without complications. The zenith was placed within an hour of cut down. On the final run, the physician noted a possible proximal type I endoleak. The interventional radiologist on staff was called in and he stated that he thought there may be a tear in the main body graft. With lateral views, he decided that was incorrect so determined it might be a type I endoleak but was unsure. The physician was then placing a main body extension and accidentally partially deployed the cuff. He was then able to partially resheath enough of the cuff to move it proximally out of the iliac leg graft and past the main body's bifurcation into the main body stent. Ballooning was then done and on the final run the whole graft was flowing without any endoleaks. The physician was concerned with the disfigured cuff that it may have thrombosed the main body graft so decided to explant the graft all together. Upon removing all of the grafts, all looked normal and the cuff was bent and disfigured as expected due to improper deployment process. Upon opening pt the physician noted a huge amount of plaque at the back of the aorta just distal to the renals as well as a large lumbar also distal to the renals and a large accessory renal.

Manufacturer narrative:
The graft was received in a used condition, along with two leg extensions. An inspection of the main body graft could not find evidence of a tear in the graft. At this time there is no reasons to believe the device was not manufactured to current cook incorporated specifications. Each zenith device is shipped with instructions for use (IFU) listing anatomical requirements, warnings, precautions, and the correct deployment procedure. An internal clinical review indicated that the event was due to user error. We have notified the appropriate individuals, and will continue to monitor for similar events.